Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 2017865-2021-11679 it was reported that the atrial and ventricular lead exhibited low amplitude and intermittent sensing and capture thresholds were intermittent at maximum output. Both leads were explanted and replaced. The patient was stable.